Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with an unknown surgical valve, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 23mm 9750tfx.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g4 (510k), h6 (component code, clinical code, device code, investigation, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 21mm 3000tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of seventeen (17) years, four (4) months due to stenosis and regurgitation. The patient presented with shortness of breath, and dyspnea with exertion. The procedure was performed with a 23mm 9750tfx. The patient is in stable condition.